Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported issue and replaced the card cage (ccc) on the tower. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was installed into test bench and powered on with a power supply. The unit was connected to pc and identified the tegra module was visible. This unit is confirmed to be bricked. To address the issue, the unit will be reprogrammed to the released software and retested. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the tower would not complete power up. The staff stated that the tower power button led was flashing blue. The staff stated they were getting an "insufflator is disabled" message on the screen. The live logs were not available at the time. The staff followed symptom prompts to press recover button, but there was no system response. The patient was not in the room. They cycled system power and hard booted the tower for one minute, but they still got an insufflator message on power up. The staff swapped to another o2 tank, but they still got the same message. The staff requested field service engineer (fse) call as soon as possible to discuss service. The staff was checking the schedule to see if there were any available systems to use. The procedure was aborted with no patient involvement.